Manufacturer narrative:
(B)(4). 10 pieces of representative samples were returned for investigation. Based on the complaint description, it was reported that the balloon of 2 catheters deflated and the catheters slipped out. Inspection was carried out on the representative samples by inflating the catheter with 10ml of water and it was observed that the balloon can be inflated, and no leak or deflation issue observed. Also, there was no abnormalities or design irregularities observed on the returned representative. The representative samples were then subjected to 14 days soak test as per ptm-028 (functional test for foley catheters) for further investigation to observe any leak balloon. However, there was no leak or balloon deflation found along the soak period. In current standard operating procedure, according to spm-a51-003 the balloons are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. There was no abnormalities or design irregularities observed on the returned representative samples. The samples also can be inflated, and no leak or deflation issue observed. For further investigation, the samples were subjected to 14 days soak test. However, there was no balloon leak or balloon deflation found along the soak period. Therefore, this complaint could not be confirmed.

Event description:
The balloon of 2 catheters deflated and the catheters slipped out.

Event description:
The balloon of 2 catheters deflated and the catheters slipped out.

Manufacturer narrative:
(B)(4). 10 pieces of representative samples were returned for investigation. Based on the complaint description, it was reported that "the balloon of 2 catheters deflated and the catheters slipped out". Inspection was carried out on the representative samples by inflating the catheter with 10ml of water and it was observed that the balloon can be inflated, and no leak or deflation issue observed. Also, there was no abnormalities or design irregularities observed on the returned representative samples. The representative samples were then subjected to 14 days soak test to observe any leak balloon. However, the samples are still under soak test period, hence, this report will be revised once the soak test end. Based on current production samples soak test result, there was no balloon leak found along the soak period. In current standard operating procedure according to spm-a51-003 the balloons are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Conclusion: there was no abnormalities or design irregularities observed on the returned representative samples. The samples also can be inflated, and no leak or deflation issue observed. For further investigation, the samples were subjected to 14 days soak test. However, the samples are still under soak test period, hence this report will be revised once the soak test end. Based on current production samples soak test result there was no balloon leak found along the soak period. Therefore, this complaint could not be confirmed as stated.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The balloon of 2 catheters deflated and the catheters slipped out.